Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgery was proceeding as normal tka by dr (B)(6) and he had asked his pa to drill the epi holes in the posterior referencing sizer. She was a new pa for dr (B)(6) and she was short and had to reach to drill the epi holes. She didn't have the correct angle and as she started to drill and pull back the drill the 1/8" drill bit broke off in the patient. She also realized she had the drill on reverse. The broken piece was removed with a pin puller and no harm was done to the bone of patient. No delay in surgery.

Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported fracture. The tech representative covering the surgical procedure has indicated, "the surgery was proceeding as normal tka by dr and he had asked his pa to drill the epi holes in the posterior referencing sizer. She was a new pa for dr and she was short and had to reach to drill the epi holes. She didn't have the correct angle and as she started to drill and pull back the drill the 1/8" drill bit broke off in the patient. She also realized she had the drill on reverse. The broken piece was removed with a pin puller and no harm was done to the bone of patient. No delay in surgery." Medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the fractured drill bit was caused by user error. The drill was placed at an incorrect angle into the hole and once it was realized the operator pull back and the drill bit broke off in the patient. In addition, the drill was operated on reverse.

Event description:
The surgery was proceeding as normal tka by dr (B)(6) and he had asked his pa to drill the epi holes in the posterior referencing sizer. She was a new pa for dr (B)(6) and she was short and had to reach to drill the epi holes. She didn't have the correct angle and as she started to drill and pull back the drill, the 1/8" drill bit broke off in the patient. She also realized she had the drill on reverse. The broken piece was removed with a pin puller and no harm was done to the bone of patient. No delay in surgery.